Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. No product issue was identified. A review of raw data and amplification curves for the reported samples did not reveal any abnormalities, and the curves appeared to represent true amplification. System assessments, including adcyclerrampcheck and adcyclercalculationcheck, confirmed that the instrument was performing within specifications. No evidence of contamination or system-related issues was identified. The root cause for the discrepant result observed with sample #3 could not be definitively determined. Potential contributing factors include the sample being at the limit of detection, low-level contamination, or non-specific amplification due to sample quality. The device remains in operation at the customer site, and no further issues have been reported to date.

Event description:
The initial reporter alleged false reactive results with the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The first sample (sample #2) was a cadaveric plasma sample (ID (B)(6)) taken on (B)(6) 2023. The sample was tested on the same day in mpx batch#: 1636 and generated a positive hepatitis b virus (hbv) result with a cycle threshold (CT) value of 34.14. The amplification curve visualized in the sw colibrì software showed a sigmoidal growth. The sample was serologically positive for anti-core hbv. A second plasma sample (ID (B)(6) from the same donor was tested on (B)(6) 2023 in mpx batch#: 1648 and also generated a positive hbv result with a CT value of 34.26. The second sample (sample #3) was a cadaveric plasma sample (ID (B)(6) taken on (B)(6) 2023. The sample was tested on the same day in mpx batch#: 1652 and generated a positive hbv result with a CT value of 33.2. The amplification curve visualized in the sw colibrì software showed a linear/sigmoidal growth. Serology for this sample was negative. The customer discarded the tissue specimens associated with these samples as a result of the initial test results.